Manufacturer narrative:
Analysis of the lead (lot no. Va0fckz) found no anomaly. Analysis found that the connector length was within specification. The connector was able to be seated into a known good mltc. Analysis of the stylet (serial no. Unknown) found no significant anomaly. It was found that the stim stylet wire was bent.

Manufacturer narrative:
Concomitant products: product ID 387360, serial# unknown, product type screening device; product ID neu_stylet_acc, product type accessory; product ID 3555-31, serial# unknown, product type screening device. (B)(4).

Event description:
It was reported that the 3873-60 trial lead ¿contact¿ appeared ¿too long¿ and would not seat in the multi-lead trialing cable (mtlc). It was noted that the event occurred during the procedure. It was noted that another trial lead was opened and the case was completed. Actions required as a result of the event included replacement. Diagnostic testing or troubleshooting was not performed as it was not required. The issue was resolved. The cause of issue was not determined. The patient status at the time of report was alive with no injury. There were no symptoms or complications associated with the event. It was later reported that the patient would proceed with implant. It was noted that it was not scheduled as of (B)(6) 2014. It was later reported that the implant and explant date listed for the lead was (B)(6) 2014. The patient was not in a clinical study. The device was replaced with a product from the manufacturer. It was noted that the lead would not seat in the mltc. It was noted that the ¿contact was too long for the slot.¿ it was noted that there was lead/extension/accessory positioning difficulty. The device was used with/in the patient. There was no patient death or injury. The patient status after the device was removed was recovered without sequela.